Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Boston scientific technical services discussed performing isometrics to attempt to reproduce the observed noise. The lead remains in service and no adverse patient effects were reported. It was reported that this rv lead was subsequently explanted seven years later for an unknown reason. The lead was returned for evaluation and this record will be updated when analysis is complete. No adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.